Event description:
Blood leaked through hemostasis valve after sheath was inserted. Iab would not pass through sheath and began to unwrap. Assembly was exchanged. There were no associated pt complications.